Event description:
It was reported via repair work order that the foot section would raise every time a button was pushed, due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.